Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 and 2.2 was not detected on bus. A field service engineer (fse) advised the user to remove the back cover and check for four yellow light emitting diodes (leds) on the rear of drawers 2.1 and 2.2. If present, the user was instructed to perform a power dissipating reboot as outlined in the knowledge article, fstka - power dissipation reboot (when a regular reboot does not work). Due to severe winds the previous evening, possible site power interruptions were noted. Received confirmation that the drawer was successfully recovered and tested in application only. The system functioned as intended after the field service engineer guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2.1 and drawer 2.2 failed and were not detected on the bus. The customer rebooted the device and attempted recovery; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.